Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the two screws backed out of the plate post operatively. The patient was initially implanted with vectra hardware on (B)(6) 2013. The patient returned to the operating room (or) for revision surgery due to a non-union on (B)(6) 2015. It is unknown how the non-union was discovered. During the revision surgery, it was discovered that the two bottom 4mm cervical self retaining screws, self- tapping (part number 04.613.616) had backed out of the plate. The surgeon removed the screws and plate, and the patient was revised using the expendium spine system. There was no surgical delay and it was reported that the revision surgery went well. (B)(4).